Event description:
It was reported that the user experienced postprandial hypoglycemia while using the ilet bionic pancreas and had been avoiding meal announcements, preemptively treating before low glucose thresholds, and intermittently removing the pump to prevent lows; the user plans to review dosing behavior with their healthcare provider. Symptoms included hypoglycemia. Outcomes included no hospitalization, no emergency care, and no device alarms. Investigation included complaint intake and user counseling on appropriate use, including consistent meal announcements to enable algorithm adaptation. Investigation of this case revealed user-related use error and suboptimal use patterns that could contribute to hypoglycemia, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with contributory user-related factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.